Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure with placement of a 2.25 x 15 mm xience prime stent in the proximal circumflex artery. In (B)(6) 2014, the patient felt chest pain and did not feel well for a couple of days. The patient was re-hospitalized on (B)(6) 2014 and a myocardial infarction was diagnosed. Medication was administered and the patient condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Angina and myocardial infarction are listed in the xience prime small vessel (sv) everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.